Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 400 mg/dl; however, customer did not know the exact bg value. Customer did not report a possible cause for the elevated bg; however, requested a pump replacement. Customer declined tandem technical support's offer to perform a pump system check and declined to provide further information. Customer continued to use the pump for insulin therapy.